Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer reported that the tampon retrieval string broke from the tampon when pulled. This issue was noted prior to use. No consequences reported.